Manufacturer narrative:
Investigation of the event revealed when downloading parameters for a calibrator with the same code and lot number from the cobas link, the system will keep the concentration values of the calibrator already registered and all information except the concentration values will be updated. A product bulletin was issued to address how to reassign the values for calibrators and/or controls. No patient was involved in this case.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not seem to provide the usual tissue compression or sealing. There was no excessive bleeding and the surgeon was able to complete the case using the device. There was no adverse consequence to the patient.

Event description:
When download of new version of calibrator was attempted on the analyzer, the old calibrator values still appeared. There was no update of the new calibrator values. The issue occurred during a customer training. No information was provided to determine of any adverse events occurred, adverse events were not reported. The investigation found download of both calibrators and qc are involved in this issue while download of updated applications work correctly. The target values were only updated after deleting the previous version. When just the update was performed, the previous values were not updated. Investigation is on-going.